Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 module. The initial results were not reported outside of the laboratory as the results did not match the patients' clinical condition alerting the user to an issue with the results. The initial result was 20.3 mg/dl. The repeated result was 106 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 747661 with an expiration date of 30-nov-2024. The customer's calibration and qc results were ok. The field service representative found bubble production and dripping from the dispensing nozzle. He corrected the issue. After service, no issues were reported by the customer. The investigation is ongoing.

Manufacturer narrative:
Reagent issues were excluded. The field service representative cleaned the detergent nozzle and its vacuum way. He confirmed the test and module were performing within specification. The primary root cause for the blockage of the vacuum path was not identified. The investigation determined the service actions resolved the issue.